Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the device shocked patient inside of their body twice. The first time patient felt the shock, it was down one leg, down the other leg, back to the first leg and back to second leg. It did that like 10-12 times and then it stopped and everything was cool. Then the other day, patient was not even up out of bed yet and it went from one foot to the other foot, first foot to second foot, back and forth, real bad shock. Patient had to turn the stimulation off because they got shocked. The only way to have it quit shocking was to turn stimulation off. Patient mentioned they had fallen twice. Reviewed to have the system checked. Redirected to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was not determined. X-rays confirmed that the leads have not moved. Issue remains unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.